Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an elevated blood glucose (bg) level of over 360 mg/dl was experienced. Manual injections were administered to correct. Suspected cause was due to continuous glucose monitoring system not working; however, this allegation could not be confirmed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.